Manufacturer narrative:
Upon inspection it was determined that the head section was out of adjustment. A replacement head section was ordered by the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a head section moving unintentionally were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
It was reported by the customer that the head section on the trusystem 7000 operating table is moving without pressing the button to articulate. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint # (B)(4).